Event description:
An altitude alarm was reported due to a pump issue. There was no adverse impact on the customer's blood glucose level. Technical support provided tips to prevent altitude alarms in the future, and the customer was able to resume insulin use with the original cartridge.